Event description:
The patient reported that on (B)(6) 2011 he awoke with blood glucose (bg) around 400 mg/dl, difficulty urinating, and dehydration. The patient stated that he gave a correction injection and his bg did not respond, and he was subsequently admitted to the hospital. He reported that he was placed on an insulin drip from (B)(6) 2011 to (B)(6) 2011, and resumed insulin pump therapy the evening of (B)(6) 2011. The patient stated that he was discharged from the hospital on (B)(6) 2011 and his bgs have been around 200 mg/dl. No reason was found for the patient's elevated bg; the patient's medical doctor felt the pump was the cause of the elevated bg. Customer support (cs) reviewed the pump with the patient, and found that all boluses were delivered as programmed, and that basal delivery matched the total daily dose history. The patient reported that he was not completing the "fill cannula" step after priming. The patient denied any indication of a cartridge leak, and stated there were no visible air bubbles. He noted that the cannula was not bent, and stated that there were no site issues. The patient stated that he was using refrigerated insulin when filling cartridges. He denied that the insulin was cloudy or expired. Cs determined that there was no malfunction with the pump. The patient stated that he started new medication for alzheimer's approximately (B)(6) ago. The pump is not being returned at this time. The patient has continued using insulin pump therapy and there has been no further reported incident. This complaint is being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there are no alarms related to the complaint in the alarm history. The total daily dose showed that the pump delivered accurately up until the last date of use. An ezprime operation was performed with no difficulties noted. The black box data was overwritten due to pump usage. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering accurately as designated at the conclusion of testing. There was no delivery issues were found with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.